Event description:
It was reported that, "the pt had osteolysis behind shell which turned out to be loose. It was replaced with a tritanium shell and 40mm liner. No other info per hospital protocol."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as explants given to pt. If additional info becomes available then it will be submitted in a supplemental report.